Event description:
In the present study, re-occlusion was identified as an independent predictor of recurrent restenosis following dcb treatment. Whereas previous studies have reported that re-occlusion is not a significant risk factor for repeat revascularization after dcb therapy, 3 this finding is based on outcomes within a 1-year follow-up period. Given the extended observation period, it is conceivable that the influence of re-occlusion on long-term outcomes may differ. Furthermore, severe calcification, smaller vessels, and early restenosis within 1 year have been reported as risk factors for recurrent restenosis after dcb treatment, and intravascular ultrasound and scaffold use correlated with a decreased risk of recurrent restenosis.4,5 future investigations should focus on these predictors in addition to our findings into retreatment protocols to optimize outcomes. In conclusion, repeated treatment with dcb for recurrent restenosis for fp lesions after dcb increases the frequency of subsequent restenosis and shorten time to restenosis. Occlusive restenosis is the independent predictor of re-restenosis after re-dcb treatment.

Manufacturer narrative:
Impact of repeated drug-coated balloon for restenosis following femoropopliteal drug-coated balloon treatment soga et al j a c c : c a r d I o v a s c u l a r I n t e r v e n t I o n s v o l . 1 9 , n o . 1 , 2 0 2 6 repeated dcb for recurrent fp restenosis following dcb j a n u a r y 1 2 , 2 0 2 6 : 1 1 1 ¿ 1 1 4 b3 date of publication medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.